Manufacturer narrative:
This ssc tilt axis was returned for failure analysis and the reported "error 40014 at startup" was confirmed but not replicated. Checked lighthouse and found that error 40014 had occurred, confirming reported event. Performed visual inspection and found no problem related to reported issue. Installed tilt on a golden system and ran full calibration successfully. Power cycled several times into normal mode and unit functioned as designed with no errors. As a result of this investigation, failure analysis could not determine the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The console common compute controller (ccc) was returned for failure analysis and the reported issue was confirmed but not replicated. In the field system logs, error 319 was found to indicate the issue occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The console ccc was installed onto a console from a known good system and successfully programmed. The unit powered up without any issues. They performed 10 power cycles and left the device idle for 3 days. Once the testing was completed, the system error logs were inspected, but no error could be identified. An ergo test was performed and passed. The fiber cable light levels were checked on all channels, confirming that they were well within the normal operating range. As a result of these findings, fa concluded that no root cause could be attributed to this issue. According to case notes, there were multiple parts replaced to fix this problem. The ssc card cage was returned for failure analysis, and the reported errors 31089, 170, 307 were confirmed and replicated. In lighthouse, reported errors 31089, 170, 307 were found, indicating the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ssc card cage was installed in the golden system, intermittently triggering the reported error indicating faults on the firefly fiber optic cable (ff4) connected to the card cage. The firefly cable was then replaced with a known good cable using the aba procedure, and the ssc card cage subsequently functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault reoccurred intermittently. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff4) in ssc ccc of the card cage. This ssc manipulator controller ergo distal (mced) was returned for failure analysis, and the reported errors 319 and 40014 were confirmed but not replicated. In artemis, these errors 319 and 40014 were found indicating that these errors did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This unit was returned along with 2 additional components: an ssc tilt axis assy pn 370909-35 and an ssc cardcage assy pn 370863-38 with same failure. This ssc mced cfg was installed, successfully programmed and tested on the dv5 in house golden system, with no issue, no errors triggered on startup. System startup normal as expected. Run 5x power cycles with no failures and no errors triggered. This unit was idling for 1.5 hours in normal mode, with no issues no errors triggered, and communication issue. Reviewing the logs, affected nodes were pointing to hrsv board (viewer) test ssc cart ergo functionality features and all test passed with no failures. As a result of this test and findings, failure analysis concluded that no root cause could be attributed to this ssc mced cfg unit to the reported event. Isi did receive the ssc tilt axis involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the viewer to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the issue was confirmed but not replicated. Log review showed that errors 319 and 48352 had occurred and pointed to the viewer, confirming the reported event. A visual inspection found no problems related to the reported issue. The viewer was installed on an internal system and functioned as designed. The system was power cycled several times with no errors observed. The reported issue could not be replicated during system testing, and the root cause has not been determined at this time.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system displayed a non recoverable 319 error on the second console. Technical support first guided the staff to perform a hard power cycle of the console and restart the system, but the 319 error reappeared. The staff then removed the second console and restarted the system as a single console configuration. It was also noted that, before the error occurred, the viewer image had gone completely dark and was not behaving as expected. There was no report of patient involvement or reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reseated the common compute controller (ccc), the ff4, the high resolution stereo viewer (hrsv) power on j9, and the fiber connection on the hrsv. The system was tested and verified as ready for use. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event after the reported issue recurred. The fse replaced the console common compute controller (ccc), the horizontal cable harness, and the vertical rolling loop harness. The issue later recurred again and an fse returned to replace the console viewer. The 319 errors later returned again and an fse returned to replace the tilt axis, the mced, and the console cardcage. The system was tested and verified as ready for use.